Manufacturer narrative:
Investigation summary: our quality engineer was able to verify the reported complaint due to reviewing the device history record and quality notification records for the claimed batch, it was evidenced there was a quality notice regarding the ¿failure to activate the button¿ that may be related to the defect in question. In this way, the complaint can be verified. Investigation conclusion: according to qn #200712580, during the investigations it was possible to determine that the activation failure is due to two factors: burr in the cavity 03 of the molded grip component, batch: 7178595 in dimension 0.165". Failure to perform procedure gqt353-0 / 01 - inspection of iag grip molding due to incorrect caliber usage during grip inspection.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter's needle wouldn't retract during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter's needle wouldn't retract during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.

Event description:
It was reported that the bd insyte autoguard shielded IV catheter's needle wouldn't retract during use. There was no report of exposure, injury, or medical intervention noted.